Manufacturer narrative:
The account did not allege any malfunction of the vest unit. Patient's fractures are most likely related to her underlying pathology and not the use of the vest. There was no evidence of a malfunction and the device performed as intended. Bronchiectasis w (acute) exac copd nos patient reports history of osteoporosis.

Event description:
Hill-rom received a report from the account stating the patient was complaining about discomfort in her back. The patient stated the pain increased and she went to the emergency room. The patient was diagnosed with a fractured l2 vertebrae. The unit was located in the patients home. (B)(4).